Manufacturer narrative:
(B)(4). Thoracic device used for aaa.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 61.7mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 42.5mm and 22.5mm in length. The distal neck diameter was 38mm. During deployment of the stent graft just below the intended target of the left renal artery the physician had the image intensifier in a cranial 20degree angulation. Due to the patient's spinal hardware implants, visualization of the renal arteries was difficult. The physician moved the image intensifier to an angulation of lao 20 degrees and repeated the angiogram thereby visualizing the renal arteries better. Upon adjustment to a projection of lao 20degrees, the physician noticed the proximal markers of the 46x46x100 were not aligned and further adjusted the image intensifier to lao 20degrees/caudal 10degrees. It was in this position that the physician completed the full deployment of the stent graft. Upon final angiogram it was revealed that the left renal artery was covered by the stent graft. No additional treatment was performed. No additional clinical sequelae were reported and the patient is doing fine. Review of a pre-implant planning 3d report confirmed that neck diameter just below the renals was 42.5mm, and 22mm below measured 38 x40mm. The neck was mildly angulated with minimal calcification. The max aaa measured 62mm, and the length from the renals to the aortic bifurcation was 145mm. The distal aortic diameter was 32mm and calcified. The iliacs were moderately tortuous. Images during implant were not available for review. The cause of the inaccurate delivery could not be determined from the images provided.